Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient stated on (B)(6) 2018 they got a painful burning sensation when they went to bed. They said it felt like they had a uti. There were no contributing factors reported. They patient had already decreased stimulation. It was recommended that the patient contact their doctor if the condition continued. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.